Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy. The patient's rhythm started out in the monitor only (mo) zone and then accelerated to the vt zone where the inappropriate shocks were delivered. There were no additional adverse patient effects. The device remains in service.